Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization due to high blood glucose levels. The customer's blood glucose level at the time of incident was 325mg/dl. The customer's most current level was 365mg/dl. The customer's blood glucose level at the time of hospitalization was 560mg/dl. The customer states the cause of the highs may have been due to inserting in scar tissue. The customer has been treating with manual injections. Troubleshoot was conducted. The customer declined to conduct high pressure test. The customer was advised to contact their healthcare provider regarding unexplained high blood glucose levels. The customer was advised to call back to complete troubleshoot if needed. No further assistance provided at this time.